Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to aseptic loosening. Date of implant: (B)(6) 2017. Date of revision: (B)(6) 2022. (Right hip). Treatment: revision; stem, head, and liner were revised.

Event description:
(B)(6) 2017: the patient underwent a primary right total hip arthroplasty utilizing depuy implants. (B)(6) 2022: surgeon states patient has a history of a fall, pain, and xrays that revealed loosening of the stem at the cement to bone interface with proximal remodeling of the proximal femur into varus and deformity of the midshaft of the femur. Intraoperative findings include cement-type debris and synovitis found within the joint. The stem was confirmed to be loose at the cement to bone interface.

Manufacturer narrative:
Product complaint #: pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3, g1, h6 (clinical and medical device problem codes) loss of or failure to bond (a040102) is used to capture implant loosening: bone to cement interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence for device, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. No loosening among bone and cement was able to be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
(B)(6)2017: the patient underwent a primary right total hip arthroplasty utilizing depuy implants. (B)(6)2022: surgeon states patient has a history of a fall, pain, and xrays that revealed loosening of the stem at the cement to bone interface with proximal remodeling of the proximal femur into varus and deformity of the midshaft of the femur. Intraoperative findings include cement-type debris and synovitis found within the joint. The stem was confirmed to be loose at the cement to bone interface. The following intraoperative fractures and surgical interventions also occurred during this (B)(6)2022 revision. When attempting to remove the cement plug, an anterior perforation occurred by a long drill (manufacturer not mentioned) due to weak bone where the femur had previously remodeled into varus at the top of the stem (mispositioning and bone injury will be captured on the stem of this pc. Because manufacturer of the drill is unknown, a linked pc will not be created). A trochanteric osteotomy was then required to remove the cement plug as well as position the new stem. The trochanteric osteotomy was fixated with cerclage wires. Trochanteric osteotomies are an occasional necessity of revision surgeries and not considered an event to be captured within ecm. There are no allegations of product failure requiring the intervention. When trailing a size 22 stem, the femur fractured requiring cerclage wires to fixate. (This will be captured on a linked pc if the event is not found to be previously captured within the complaints system) when the final size 21 stem was seated, the previously fixated trochanteric osteotomy extended into a fracture. (This will be captured on a linked pc if the event is not found to be previously captured within the complaints system)

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.